Event description:
The reporter stated the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in the patient's eye on (B)(6) 2013. The lens was explanted on (B)(6) 2013 and was exchanged for a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method (other): medical review. Results (other): per medical review - reportedly icl (12.1 mm) was explanted/exchanged, ten days postoperatively, for another icl (12.6 mm) of a less power due to unspecified reason. No reported problem with the lens or loss of bcva. Additional information has been requested but not received yet. Given the information that longer lens/different diopter was implanted as a replacement it is very likely that either procedure factor (pre-op miscalculation) or patient factor (preference for certain distance) have caused/contributed to the event. The reassessment will be performed if new information is obtained. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4)